Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine h3 other text: not returned yet.

Event description:
There was no patient involved. Enduser allege model sam350p unit powers on by itself , unit has memory full message; enduser does not manually power on unit to check for functionality; non fsca

Event description:
There was no patient involved. Enduser allege model sam350p unit powers on by itself , unit has memory full message; enduser does not manually power on unit to check for functionality; non fsca.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 7th october 2015. Corrosion on the membrane tail, due to storage outside of the indicated conditions and an 18v overvoltage and damage to the microprocessor, u25. The device was returned with a reported fault switching on automatically. The multiple manual power ups of mainly ten-minute duration would indicate the device was switching on automatically. The fault was replicated during the investigation. The fault was traced back to corrosion on track 13 of the membrane tail. The faults could not be replicated with the corrosion cleared. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. This corrosion had also resulted in an 18v short between track 13 and track 14 resulting in an 18v overvoltage and damage to the microprocessor. Information from the technical log shows the device entered 500p CPR mode on the 19th september 2017, this would indicate the microprocessor (u25) became damaged on this date. The corrosion observed on the returned membrane would suggest the device had been subject to adverse storage. This was further evidenced by corrosion on the screws and the usb contact collar. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.